Manufacturer narrative:
Initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent and unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The tip of the sheath was physically torn off. When puncture and bb (transseptal), vizigo was difficult to pass through, and the sheath did not insert during bb. Since the tip of the sheath was physically torn off, it was determined that it was difficult to continue the procedure with the product specifications, and the sheath was replaced at the request of the physician. No related errors were found. It was noted that since this was the 5th procedure, the puncture site was harder than usual. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The damage did not result in wires being exposed or any lifted or sharp rings. It was distal area of the sheath, but details was unknown. Fully separated tip is MDR-reportable.

Manufacturer narrative:
On 3-aug-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-sep-2022, the product investigation was completed. It was reported that an unknown patient underwent and unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The tip of the sheath was physically torn off. Device evaluation details: visual analysis of the returned device revealed that the soft tip was bumped but not broken or damage. This condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. The issue reported by the customer was confirmed, the bump observed on the tip could be related "difficulty to pass through". Not exposed parts or broken were observed. A device history record evaluation was performed for finished device number 00001958, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).